Event description:
It was reported that removal difficulties, deployment issue, balloon rupture, hypotension and air embolization occurred. The 95% stenosed and the de novo target lesion being treated was located in the severely tortuous and non calcified proximal right coronary artery (rca). The lesion was predilated with an unspecified balloon catheter. A 16 x 2.50 promus premier¿ stent selected and advanced in the target lesion to the distal rca. An unspecified pressure was applied to deploy the stent however, the pressure level did not increase further than 6 atmospheres. It was suspected that the balloon ruptured. Blood flowed back to the inflation device. It was also noted that the stent was deployed half way and the sds was unable to be removed. The pressure level was increased forcibly and the stent was able to be deployed successfully. The sds was removed from the patient's body. Post dilatation was performed using an unspecified balloon catheter. It was revealed that air embolization occurred during the procedure and patient¿s blood pressure has been decreased. The procedure was completed with this device. Medication was given. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR.: a visual examination of the returned unit confirmed the presence of solidified contrast media in the balloon and inflation lumen. Blood was present within the balloon which is indicative of a device leak. A microscopic examination of the tip, balloon, and balloon bonds did not identify any defects. Stent crimping was evident on the balloon. The visual examination did not note any balloon damage which could have contributed to the complaint incident. A microscopic evaluation of the distal inner extrusion confirmed a bi-component bond material break approximately 5cm from the catheter tip. The break was 0.5mm distal to the blue/black inner component bond. There were no signs of stretching to the inner or outer lumen. A hypotube bend was present at 15.8cm from the catheter strain relief which is typical of excessive force to the hypotube during use/handling. A minor bump was felt during a tactile inspection however this was very slight and not outside specification. A 0.015 inch product mandrel was inserted into the guidewire lumen for support and the catheter was attached to an encore inflation device to inflate the balloon. Positive pressure was applied. The balloon was slowly inflated to nominal pressure of 11 atmospheres. There was no evidence of balloon rupture or balloon damage, however the balloon did not maintain pressure and inflation media was seen leaking from the tip. Microscopic examination while inflating the balloon determined that the source of the leak was from the bi-component bond break site. As part of the break at the bi-component bond site, there were no defects noted with the bond which may have contributed to the failure. The surface of the failure appeared to be clean or brittle with low levels of ductile deformation. There was no foreign material present on the device. Controls associated with the processing of the bi-component were examined in detail as part of the process and device history record review. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).